Event description:
It was reported the patient experienced a ¿loss of therapeutic effect.¿ it was further reported the patient ¿started feeling severe low back pain and her urine started out of control¿ the day prior to report. It was noted the patient ¿went through her pants.¿ it was additionally noted the patient had been taking ibuprofen to help with her back pain. The patient reported ¿things had been going well before¿ the day prior to report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a MRI done of her brain and had the device off. The patient was not sure if the MRI was related to the device. The patient wanted to know whether she could leave her device off and mentioned it was not helping her anyway, so wanted to keep it off. The patient never had therapeutic effect and had it ¿changed¿ a few times and it still was not helping. The patient was still wearing depends, had numbness in her toes, weakness in her legs, and pain in her lower back and legs. These extremities issues were the reasons for her MRI and it had gotten bad in the past few months. The patient had a vascular test to ¿see if in the veins¿ and had gone to the healthcare provider¿s (hcp) office a lot to see what was going on.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04h0z, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).